Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she had to press the battery contact in order to turn her onetouch ultra meter on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 7:30pm. The patient reported using a combination of lantus, 10 units and humalog 2 units to manage her diabetes. The patient reported on (B)(6) 2013 at 7:30pm she had something to eat or drink. The patient reported on (B)(6) 2013 at 1:30am she increased her usual dose of medication. The patient reported 5 hours after the issue occurred she developed symptoms of ¿shaky, sweaty, and mouth got numb.¿ at the time of troubleshooting, the cca confirmed this was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because due to the alleged issue, the patient was unable to test, took an increased dose of medication and developed symptoms suggestive of hypoglycemia.